Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device broke during a transurethral resection of bladder tumor (turbt) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.